Event description:
It was reported that the pump housing was damaged resulting in cartridge being unable to be loaded. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.